Event description:
The customer reported a ups (uninterruptible power supply) error message and x-ray disabled. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery connectors were tightened during the service call. The system was tested and found to be working as intended and put back into service.